Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened act button dome switch. No unlocked j2 lcd keypad connector noted. The device had all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart alarm, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device had a minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that buttons were not responding. Customer's blood glucose was 600 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.